Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed endocarditis and had septic shock. The source of the infection was not known. The implantable cardioverter defibrillator system was explanted and the patient remained hospitalized in the intensive care unit for antibiotic therapy. Related manufacturer reference number: 2017865-2019-14621, 2017865-2019-14622.